Event description:
Constant bleeding from the time of implant, nausea, weight gain, bloating, memory loss, blurred vision, discoloration on the face, hair loss, anxiety, mood swings, non existent libido, constant fatigue, joint pain, night sweats, arthritis, hysterectomy.